Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the clinical sales associate (csa) called an intuitive surgical inc. (Isi) technical support engineer (tse) mid-procedure, but offsite, to report that they had the following error message when trying to restore ergo settings from the surgeon profile "error restoring ergo setting use manual control". The customer attempted to use the manual controls, but was not able to complete. Prior to the call, the customer tried power cycling with no change. The customer moved from one surgeon side console (ssc) to another and the issue was resolved. The customer continued with the case. The field service engineer (fse) made a site visit to troubleshoot the ergo potentiometer issue. Fse attempted to recalibrate the console ergonomics and found that the foot petal tray did not retract or extend during the ergo sine cycle. Error 31045 appeared in the logs pointing to a potentiometer issue with the scissor assembly. Fse will come back with scissor assembly to the resolve issue. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer reported that the problem did not affect the patient at all. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the footrest drive due to error 31045. The system was tested and verified as ready for use. The footrest drive unit has been returned for evaluation. However; the failure analysis investigation has not been completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. This complaint is being reported based on the following conclusion: the customer was unable to use the manual controls on one of the surgeon side consoles (ssc) and moved to the other ssc to resolve the issue and complete the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Additional information found in: g3, g6, h2, h3, h6, and h10. D02 - intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the evaluation. Failure analysis investigation confirmed that the footrest drive has been returned and evaluated by the failure analysis (fa) team. Fa could not reproduce the reported failure; however, the fault was confirmed for the reported complaint. Fa reviewed logs and observed error codes: 31045 with p1 value 1 which means: a potentiometer reading is out-of-range, surgeon side console (ssc) ergo footrest control. The footrest drive was installed and tested in the pca system; the system started up without issues. The ergo function test of the ssc and motors of the unit works normally without issues.

Event description:
Refer to h10/h11 for follow-up information.